Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (degenerative leaflet, big prolapse) contributed to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is filed under a separate medwatch report.

Event description:
This is filed as the clip ((cds0601-ntr/81004u226)) detached from one leaflet and remained attached to the other leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted reducing mr to 1-2. On an unknown date, the patient presented with an increase in mr to 4. Both mitraclips remained stable on both leaflets. On (B)(6) 2019, a second mitraclip procedure was performed. One mitraclip ntr was successfully implanted. A second mitraclip ntr (cds0601-ntr/81004u226) was advanced and implanted medial to the three clips, however a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. Post procedure mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.